Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 312 mg/dl while wearing the pod. Symptoms reported include hyperglycemia. Ketones were checked at the hospital but results were not provided. The patient was treated with an insulin drip and fluids. The patient was released after spending 3 days in the intensive care unit. The patient's blood glucose, carbohydrate, and insulin history are as follows: (B)(6).